Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle failed to retract on a bd insyte" autoguard" shielded IV catheter post use. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: visual analysis observations and testing: received one used iag 24ga unit in an opened package from the lot number 6326515.

Manufacturer narrative:
Lot analysis. Device/batch history record review: yes. Reason: dhrs are available for reviews as needed and are required for quality issues. Relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; - DHR review was performed on the following lot number: 6326515. - the lot number was built on (B)(4), from november 29, 2016 thru december 2, 2016. - review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. - per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. - in process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s2 o2 level a investigation per CPR 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: - received one used iag 20ga unit in an opened package from the lot number 6348657. - the unit consisted of the retracted needle/safety barrel assembly, catheter/adapter assembly and the needle cover. Visual/microscopic examination: - the needle was retracted and the white button was depressed. - there was reassemble to the out position; there was no mechanical/physical damage to the spring, needle or the needle hub. - there was no evidence of adhesive on the button, grip or hub. Functional test (needle retraction) was performed: - the white button was depressed and the unit did retract. - the retraction was successful, meeting no resistance investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation revealed no mechanical/physical damage and the unit demonstrated a successful retraction. Conclusions: the defect of needle retraction failure; as stated in the subject of the pir was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Did the evaluation confirm the customers experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customers experience was not achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.